Event description:
It was reported that the pt experienced a loss of therapeutic effect and had intermittent stimulation. The pt had her device reprogrammed, but was unsuccessful. Add'l info was requested.

Manufacturer narrative:
(B)(4).